Manufacturer narrative:
Approximate age of device ¿ 3 years and 1 month. The device is expected to be returned for analysis. It has not yet been received. The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient recently underwent a urological procedure, which temporarily adjusted anti-coagulation treatment. The patient was kept in the implanting center for anti-coagulation treatment stabilization. On (B)(6) 2019, log file analysis showed an elevation of pump power. Blood labs and echocardiography were performed. Due to a rapid deterioration of the patient's clinical condition and the need for initiation of inotropic support, the patient underwent a pump exchange on (B)(6) 2019. No additional information was provided.

Manufacturer narrative:
Investigation conclusion: thrombus was confirmed through the evaluation of heartmate ii lvas, serial number (B)(4). Upon disassembly of the pump, visual examination of the rotor revealed that a red, tissue-like, ingested thrombus formation was adhered to one of the rotor blades. Origins and duration of time that the formation was present in the pump could not be determined. A root cause for the development of this formation could not conclusively be determined through this evaluation. The pump was returned assembled with the driveline (dl) cut approximately 2" from the pump housing and the distal portion of the dl was not returned. Upon removal of the observed deposition, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline revealed no discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.